Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance turning on their carbohydrate feature. Reportedly, the customer forgot to turn the carbohydrate feature on when setting up their pump. Customer accidentally delivered a 10 unit bolus when she intended to deliver a bolus for 10 grams of carbohydrates. Subsequently, customer experienced low blood glucose levels (35 mg/dl), and was taken to the emergency room at 3 am. Customer was treated with food whole in the emergency room and released at 8 am the same day.